Event description:
It was reported by the rep that the device was used during a colectomy. It was reported the stapler locked and would not fire. The staples were seen but not formed. Another stapler was used to complete the procedure. There was no consequence to the pt.